Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "any creases" and "hole in radius (edge)." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: broken device observed assessed as surgical damage. Missing shell assessed as inconclusive. ¿ crease/folding of implant: creases were observed. As per the investigation procedure particles and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "any creases" and "hole in radius (edge)." Device has been explanted and replaced.